Event description:
Over the past two weeks, I have experienced four separate failures involving the omnipod tubeless automated insulin delivery system. These failures occurred both prior to insertion and during active use. In each instance, the device entered an error mode, ceased insulin delivery, and displayed instructions to replace the pod. The interruption in insulin delivery resulted in elevated blood glucose levels, creating a potential safety concern. I have reported each of these incidents to insulet corporation (manufacturer of omnipod). However, given the frequency and recurrence of these failures--despite no prior history of similar issues--I am concerned this may indicate a broader product reliability or safety issue. The following support case numbers have been logged with the manufacturer: (B)(4), I am submitting this report to ensure appropriate review and investigation. Note: all from the same lot number, medically I'm now short on supplies including insulin. Pt: 1905. Device: 4076, 2338, 2591. Ref: mw5186986, mw5186987, mw5186988.